Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported at least two (2) exactamix 2000 ml eva tpn bags leaked at the injection port. This occurred during/after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 6, 2023 - october 7, 2023. H11: the actual devices were not available; however, one hundred (100) unopened companion devices were received for evaluation. Visual inspection was performed and the reported issue of leakage was not easily identified by initial visual inspection. Functional leak testing of samples was performed and a leak was identified from the spike port bonding area on one (1) sample; no leaks were observed on the remaining ninety-nine (99) samples. The reported condition was verified on 1 companion sample; however, not verified in 99 companion samples. The cause of the leak could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.